Manufacturer narrative:
Results: the returned device was fractured approximately 135.0 cm from proximal end of the pusher assembly. The pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and was undamaged. Conclusions: evaluation of the returned smart coil revealed a fractured pusher assembly. The reported complaint mentioned that resistance was encountered and that the device pusher assembly was bent by the hospital technician. If the device is forcefully advanced while experiencing resistance, damage such as a kink may occur. Further evaluation revealed a fractured device. Based on the reported complaint, the fracture was likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coil). During the procedure, the physician successfully placed a smart coil in the target vessel using a non-penumbra microcatheter. While attempting to advance another smart coil into the microcatheter, resistance was experienced half way through the introducer sheath and the pusher assembly became bent. Therefore, the smart coil was removed. The procedure was completed using two additional smart coils. There was no report of an adverse effect to the patient.